Event description:
The user facility reported an 81-year-old female with pulmonary embolism was implanted with an impella rp device for mechanical circulatory support. It was reported that physician advanced the impella rp into the pulmonary artery, but flows were lost upon advancement. The pump was then removed for suspected thrombus. The patient was then assessed for left ventricle failure and the patient's blood pressure was lost. Advanced cardiac life support was started but after multiple rounds of cardiopulmonary resuscitation, return of spontaneous circulation was not obtained and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was returned for evaluation. Upon visual inspection, a cannula kink was observed. No biomaterial in the impeller. No other abnormalities found. Data logs were reviewed which showed that about 16 minutes into the case there is a sudden drop in flows. There were no motor current spikes prior to the loss of flows. There were no alarms. The root cause of the positioning issues of the pump being pulled back into the rv was most likely patient movement as the patient was agitated and was moving on the table. The pump was then confirmed to be in improper position and had to be repositioned. The loss of flows was reported immediately after repositioning. The patient's condition was also deteriorating. Upon investigation of the product a cannula kink was observed. The root cause of the low pump flow issue was most likely a kinked cannula. This most likely occurred during repositioning. Added- d9 device return date, h6 impact code 4628 added- d6a/d6b.